Manufacturer narrative:
The reported complaint of "the autopulse platform (s/n (B)(4)) displayed user advisory (ua)41 (patient temperature sensor failure) error message upon powering up" was confirmed based on the review of the archive data and during initial functional testing. Internal inspection of the autopulse platform found no fault or device malfunction. As reported by the customer, the autopulse platform was stored in their squad truck. The potential root cause of the ua41 error could be due to factors such as ambient storage conditions (e.g. A fire truck sitting in a hot and humid environment and/or being exposed to direct sunlight for long hours), which will increase the internal temperature of the autopulse platform and can cause the occurrence of a ua41 error message. During the visual inspection, the front enclosure was observed to be damaged. The photo provided by the zoll service team revealed some superficial scratches on the front enclosure, and there was a vertical crack running through one of the screw fittings of the front enclosure. It was also noted that one of the load plate screws was missing. The observed issues were unrelated to the reported complaint and were attributed to user mishandling/neglect. No documented report was found showing that regular preventative maintenance (pm) was performed since the device was acquired by the customer. The autopulse platform was manufactured in december 2014 and is over 6 years old, has exceeded its expected service life of 5 years. The front enclosure was replaced to address the issues. A review of the autopulse platform archive was performed and showed multiple ua41 (patient temperature sensor failure) error messages that occurred around the customer's reported event date; thus, confirming the reported complaint. The autopulse platform failed initial functional testing as the platform displayed a user advisory (ua) 41 (patient temperature sensor failure) error message upon powering up; thus, confirming the reported complaint. However, during internal device inspection and functional bench testing, the ua41 error could not be replicated. Furthermore, the autopulse platform was subjected to a run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 30 minutes, and the platform passed the test without any fault or error. Nevertheless, the temperature sensor cabling was replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.

Event description:
During shift check, the autopulse platform (s/n (B)(4)) displayed user advisory (ua)41 (patient temperature sensor failure) error message upon powering up. As per the customer, the autopulse platform is stored in their squad truck, strapped against partition wall. No patient involvement.